Manufacturer narrative:
(B)(4). Additional information: were they able to retrieve the clips from the patients abdomen? The clips were retrieved from the abdomen

Event description:
It was reported that during a laparsoscopic cholecystectomy procedure the clips fell down in the abdomen opened or closed with x form. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review